Event description:
It was reported to tyco kendall in 2001 that two staff had received needlesticks from safety lancets. Messages were left for more details, on 12/14/01, 12/18/01, and 12/20/01, reply pending.